Event description:
It was reported during the implant procedure that multiple wrenches would not engage set screw in atrial port. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. A visual inspection showed damage to the grommet and the setscrew was missing from the returned device package and could not be inspected.